Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and noticed that customer was using pcr reaction tubes that were recalled by hologic. Ts informed customer to ensure they are not using tube lot 654833 or any other lots that is on the recall list per ctb-00855. Ts confirmed customer had already discarded all the affected tube lots. Systems engineer also reviewed the wl in question and confirmed all positive samples were true results. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) , aptima sars-cov-2 (B)(4) , and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 pcr run, wl 001699-20210314-11, using assay lot 287203 on panther fusion instrument 2090001699 which had a discrepant sample. Customer questioned the validity of this run after the sample in question, initially a positive result, tested negative in this wl. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. Customer reported the negative result with no associated/reported adverse events.